Event description:
A distributor reported on behalf of a healthcare facility in colorado, that the tubing of an rt266 infant dual heated evaqua2 breathing circuit was found leaking during patient use. Following inspection by the healthcare facility, damage was identified. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Corrections: section d1: brand name updated. Section d4: UDI updated. Section e4: updated to 'yes'. Related report number added to section h10. Section h5: updated to 'yes'. Section h11: method: the inspiratory limb of the subject rt266 infant dual heated evaqua2 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned inspiratory limb. Leak testing confirmed that the inspiratory limb was within specification. Conclusion: based on the information provided by the customer and without the return of the complete subject device, we are unable to confirm or determine the exact cause of the reported fault. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specificatios at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Manufacturer narrative:
(B)(6). The rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), that tubing of an rt266 infant dual heated evaqua2 breathing circuit was found broken during patient use. There was no reported patient harm.